Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Connectors were reseated and the power supply voltage was adjusted. The system was tested and found to be working as intended and put back into service.